Event description:
It was reported that during the spinal cord stimulator (scs) trial period the patient experienced increased pain at the targeted pain areas. The patient had a computed tomography (CT) scan. The patient underwent a scs trial lead explant procedure and a portion of the device remained inside the patient. The partially explanted device was disposed of by the facility. No further information has been obtained. Additional information was received that all device components were explanted from the patient and the patient was doing well postoperatively.

Event description:
It was reported that during the spinal cord stimulator (scs) trial period the patient experienced increased pain at the targeted pain areas. The patient had a computed tomography (CT) scan. The patient underwent a scs trial lead explant procedure and a portion of the device remained inside the patient. The partially explanted device was disposed of by the facility. No further information has been obtained.